Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Interrogation can't be completed. Halfway through the interrogation, programmer message pops up "diagnostic data invalid". Troubleshooting steps were taken but none worked. Device remains implanted.(B)(6) 2016 - per our local representative, they were eventually able to get telemetry to work. It is unknown why telemetry was so difficult, but the follow-up ended without any concerns and there are no plans to remove the device at this time.